Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to suspected premature battery depletion. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.